Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be seated on the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. . Visual evaluation of the returned articular surface identified the dovetail feature was compressed and flared, confirming that the implant could not be seated. Dimensional analysis performed verified that the device was within specifications. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface implant can occur if the articular surface is not correctly placed and oriented prior to insertion. Detailed instructions for inserting the articular surface are provided within the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.